Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Based on the photo, a leak was observed between the spike port tubing and spike port connector. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered after dispensing and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing observed a spike port cap leak from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.